Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: two patients received an wagner stem after a previously failed tha surgery on unknown side on an unknown date and experienced periprostetic fracture after 6.7 and 9 years post initial surgery respectively, which was subsequently managed with locking plates and revised using longer stems. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. No medical documents have been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination cannot be assessed as the product identification remains unknown. DHR review: review of the device history records is not possible due to unknown product identification. Conclusion: two patients received an wagner stem after a previously failed tha surgery on unknown side on an unknown date and experienced periprostetic fracture after 6.7 and 9 years post initial surgery respectively, which was subsequently managed with locking plates and revised using longer stems. Based on the investigation the reported event cannot be confirmed. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Which factors led to the periprosthetic fracture cannot be determined. The most likely contributing factors are related to patient bone condition or forces which the patient bone experiences. It remains unknown, whether the previous failed thr has contributed to the reported event. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical product: trilogy acetabular system; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Two patients were implanted on an unknown side and experienced periprosthetic fracture. One of them, 6.7 years post initial surgery and the other 9 years post initial surgery. This was treated with locking plates and revised using longer stems. This event is part of a journal article, conical primary cementless stem in revision hip arthroplasty 94 consecutive implantations at a mean follow-up of 12.7 years. Ninety-four stem revisions with a preoperative paprosky I or ii defect were analyzed. Aseptic loosening was the reason for revision in majority of cases. Twenty patients were lost to follow-up. Two subgroups were created, group 1 underwent isolated stem revision and group 2 underwent complete tha revision. Three patients underwent further stem revision and one intra operative complication.

Event description:
Two patients were implanted on an unknown side and experienced periprosthetic fracture. One of them, 6.7 years post initial surgery and the other 9 years post initial surgery. This was treated with locking plates and revised using longer stems. This event is part of a journal article, conical primary cementless stem in revision hip arthroplasty 94 consecutive implantations at a mean follow-up of 12.7 years. Ninety-four stem revisions with a preoperative paprosky I or ii defect were analyzed. Aseptic loosening was the reason for revision in majority of cases. Twenty patients were lost to follow-up. Two subgroups were created, group 1 underwent isolated stem revision and group 2 underwent complete tha revision. Three patients underwent further stem revision and one intra operative complication.

Manufacturer narrative:
Additional information was received on jan 04, 2021. Additional: b7, e1, h2. Correction: b4, g4, g7, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).